Event description:
Farapulse would not flush with pump. No patient harm occurred and another farapulse was opened and used to complete the case. Vendor notified. Manufacturer response for ablation catheter, farapulse 35mm ablation catheter (per site reporter).